Manufacturer narrative:
Perforator was received for evaluation: DHR - the batch record for the perforator 14mm disposable drill, device identifier # (B)(4). Lot j3320a (expiration date of 31-mar-2024 and manufacturing date of 10-apr-2024 ) was reviewed and the following was concluded: ¿ all assembly process steps, cleaning, functional testing, labeling, packaging, and sterilization process steps were followed and completed with zero non-conformances. ¿ functional test was performed on all 40 units of lot j3320a was performed according to ¿codman disposable perforators functional test¿ which tests for perforator disengagement. All units passed the functional requirements. In the failure analysis performed, the returned unit was found to meet all acceptance criteria. The complaint could not be verified through failure analysis. The cause cannot be confirmed, as no issues relevant to the failure were noted from the DHR review, trending, or failure analysis, and proper finished goods testing was performed prior to release.between (B)(6) 2019 and (B)(6) 2020 approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the complaint perforator attaching with a drill drive(midas/medtronic) failed to disengage at making the 1st burr hole. A manual tool was used instead and the procedure was completed. The patient's information is not available. The perforator was single-use. Surgical delay was within 30 minutes and no adverse consequence to the patient was observed.